Manufacturer narrative:
Concomitant products: product ID: neu_unknown_lead, product type: lead.

Event description:
The patient was kind of dizzy after the procedure when they were giving him instructions. The patient reported difficulty during lead insertion. The patient stated they told him one of the leads failed and asked if he wanted them to try again or go with just one lead. The patient stated they were successful but he was told it was working only on the right side, the left would backup. The patient reported uncomfortable stimulation. The patient stated stim felt like a dull ache in his right testicle area, recommended turning stim down so it should be comfortable. If additional information is received, a follow-up report will be submitted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.